Event description:
The customer called with high blood glucose reading of 499 mg/dl. The customer stated that the tubing was crimped and the insulin pump did not give her a no delivery alarm. The customer was unable to troubleshoot or change the infusion set at the time of the call. Advised the customer to call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.